Event description:
The customer reported that the system would not completely boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.